Manufacturer narrative:
The long bipolar grasper instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted prostatectomy surgical procedure, a fragment from the long bipolar grasper instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a fragment of the long bipolar grasper instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with an unspecified laparoscopic instrument. There was no report of patient harm, adverse outcome or injury. On (B)(6) and (B)(6) 2019, intuitive surgical, inc. (Isi) followed up with the site¿s robotics coordinator and obtained the following additional information: the robotics coordinator stated that approximately 30 minutes into the procedure the ¿yellow/brown material from the distal end of the long bipolar grasper instrument broke off and fell inside the patient. The monopolar curved scissors and prograsp instruments were in use at the time of the event. The robotics coordinator confirmed the following; there were no collision of instruments, the wrists of the instruments were straightened when removed, no change in cleaning and reprocessing, and the instruments were inspected prior to use. It was also confirmed that the long bipolar grasper instrument was not removed during the procedure. The robotics coordinator confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the procedure.